Event description:
There was an allegation of questionable urea results from the cobas 8000 c702 module. One example for urea was an initial result of 3.25 mmol/l and repeat results of 16.96 mmol/l and 16.68 mmol/l.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. General reagent issues were excluded as the correct result was obtained with the same reagent. The fields service engineer replaced the tubing for the cell rinse. The investigation determined the service actions resolved the issue.